Event description:
The customer reported that during surgery, the affiniti ultrasound system suddenly turned off automatically. There was no patient or user harm associated with this event. Multiple attempts for information regarding the case details or to obtain system logs for investigation were unsuccessful. The manufacturer is submitting a complete report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to the report will be filed.

Manufacturer narrative:
An engineering investigation was initiated, however there was insufficient information to conduct the investigation. Essential information such as logs, images and timestamps were not available. The customer used a third party to address their immediate concerns and would not provide further information for the investigation. There have been no similar issues reported at the site.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.